Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr03, implantable pulse generator (ipg), (B)(6) 2007; 4016, implantable pacing lead, (B)(6) 1986. (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion was received measuring 5.5 cm. The proximal segment of the lead was analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the outer insulation of the lead developed a cosmetic depression while in vivo, and the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo.

Event description:
It was reported that the outer insulation was torn on the right atrial (ra) lead. The lead was explanted and not replaced. It was also reported that the right ventricular (rv) lead had outer insulation damage. The lead was explanted and replaced. During implant of the replacement rv lead, the lead was damaged. The lead got stuck in the vein and the lead tip bent. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.